Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 31. Details of surgery: ridge augmentation. On (B)(6) 2023, fracture of the implant was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding and abscess. No further patient complications were reported.